Manufacturer narrative:
Other applicable components are: product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed the heating sensation was experienced with both inss. It was unknown whether an infection was confirmed with the performed tissue culture and it was unknown whether the inss heated or if it was only a heating sensation that was felt. It was noted that there were no allegations made specifically against the patient¿s leads.

Manufacturer narrative:
Other applicable components are: product ID 977a290 lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s whole system was explanted due to a suspected infection. It was noted that there was wound inflammation observed, but an infection was not diagnosed. It was also reported that the implantable neurostimulators (inss) ¿had heat, but the details were unknown.¿ the patient¿s system was reportedly implanted on (B)(6) 2017 and the patient was ¿forcibly discharged due to some troubles on (B)(6) 2017, five days after the operation.¿ it was noted that as a result, ¿the cause of the infection might be the fact that the patient was discharged although the wound was not stable.¿ it was later found the patient¿s c-reactive protein (crp) value was increased and the patient was referred to a hospital by a clinic. The patient¿s whole device system was then explanted due to the suspected infection. It was noted that tissues were extracted and a tissue culture was performed to confirm infection at the hospital. The issue remained unresolved at the time of report. There were no further complications reported or anticipated. The patient¿s indication for device use was complex regional pain syndrome (crps). Please see regulatory report #3004209178-2017-23691 for information regarding the patient's second ins.